Event description:
It was reported that the infusion administration set leaked towards the end of infusion. The leak was identified to be coming from the sets filter. The patient was being infused with total parenteral nutrition (tpn). There was no patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Leak testing was performed, and no leak was detected from the set. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.